Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's current blood glucose was unknown. The customer did not experienced any symptoms such as a result of high blood glucose. It was unknown if customer was wearing the insulin pump during the hospitalization. It was unknown if the auto mode smart guard feature was active at the time of event. Customer stated that insulin pump had insulin pump error and power loss alert. The insulin pump will not be returned for analysis.